Event description:
The initial reporter alleged discrepant results with the hbsag g2 elecsys cobas e 100 v2 assay on a cobas e 801 analytical unit. The allegation involved five samples that initially tested reactive for hbsag ii. Each of the five samples was retested using a different reagent pack, and all rerun results were non-reactive in duplicate.

Manufacturer narrative:
The analysis was performed on a cobas e 801 analytical unit with a serial number of (B)(6). The investigation was limited due to the unavailability of calibration and quality control data. Additionally, it was noted that the hbsag g2 elecsys cobas e 100 v2 assay is not intended for use on the cobas e 801 analytical unit. The root cause of the initially reactive results could not be determined. As described in the assay's instructions for use (IFU), initially reactive results should be retested in duplicate. The rerun results for all five samples were non-reactive in duplicate when tested with a different reagent pack. A definitive conclusion regarding the performance of the reagent packs at the customer site could not be made due to the lack of calibration and quality control data.